Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis did not indicate any system malfunction; however, customer care advised the user to perform a sensor re-link as a proactive troubleshooting measure to clear the calibration buffer and correct a potential calibration misalignment. The user was also educated on the expected lag between bg and sg inherent to the sensing technology, as well best practices for calibration. The system performance was monitored following the sensor re-link, and it was working within expectations. The user also reported improvement in sensor reading accuracy. No further resolution was deemed necessary.